Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after a diagnostic abdominal femoral runoff procedure using a 6f sheath. Reportedly, there was resistance withdrawing the proglide device. The physician applied force which led to the proximal and distal guide separating. The distal guide remained in the anatomy and required a cutdown to remove it. Bleeding continued, therefore an 8f sheath was inserted. It was found that tissue damage occurred so a vascular surgeon was called to achieve hemostasis surgically and repair the artery. There was report of a clinically significant delay and hospitalization was prolonged due to the need for surgical intervention. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Returned device analysis identified a posterior foot break. The location of the detached foot is unknown.

Manufacturer narrative:
The device was returned for analysis. The reported guide separation was confirmed. Additionally a foot separation was noted. Device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The patient effect of vascular injury (tissue damage) is listed in the electronic perclose proglide instructions for use (IFU), as a possible adverse event of use of the device. The device was removed with force. It should be noted that the IFU, states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. It is possible that the guide was already broken due to aggressive user technique, difficult insertion or excessive torque or force during device placement which contributed to the device entrapment. Reportedly, the use of force contributed to the guide separation. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. The patient effect is a possible adverse event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.